Manufacturer narrative:
Occupation: initial reporter is synthes sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during an arthroscopy procedure, the vapr vue wireless footswitch stopped working. The procedure was completed with a replacement pedal. No patient consequences reported. This report is for one (1) vapr vue wireless footswitch. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: lot and mfg update postal code listed as 215126. Investigation summary: the device was received and evaluated at the service center. The reported complaint that the device stopped working was confirmed. It was found that the battery of the footswitch was defective. The battery tray was found to be corroded. The battery and the corroded battery tray were replaced and the device was tested and found to be working according to specifications. Fluid ingress into the device is responsible for the corrosion of the battery tray. The ingress may have further caused damage to the battery which in turn, would have caused the footswitch to stop working. A manufacturing record evaluation was performed for the finished device [lot (1504131) sn (B)(4)], and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history: a manufacturing record evaluation was performed for the finished device [lot (1504131) sn (B)(4)], and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.